Manufacturer narrative:
No samples will be returned for evaluation. As the disposable gown is a purchased component for navilyst medical, our supplier, halyard healthcare, has been made aware of this event via a supplier corrective action request (scar). Upon completion of our investigation, a supplemental medwatch will be submitted.

Event description:
As reported, a member of the lab staff developed a rash. They believe it may be related to the disposable paper gown packaged within their navilyst medical bioflo PICC procedure pack.